Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not configured as non-medication in the facility formulary (pes). A technical support specialist (tss) advised the customer to unload and reload the medication in the cubie drawer and retry dispensing and requested a screenshot if the issue persisted for further investigation. Multiple follow-up emails were sent requesting an update; however, no response was received from the customer. As a result, the customer was informed and the case was closed due to no response. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, nitroglycerin sl tablets displayed as nonformulary on the screen during dispensing attempts. User also mentioned that the medication was loaded in the device, and no failed drawers were present. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.